Event description:
It was reported that the patient had difficulty charging the ipg and the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was not returned as the facility kept it.